Manufacturer narrative:
The insulin pump function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 406 mg/dl at the time of incident. The customer's blood glucose was 362 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated the she had ketones. The insulin pump will be returned for analysis.